Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath. We used a new manta and went well. No further delay or complications with regards to the patient.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a manta 14f ce was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The entire 14f ce manta device and sheath were removed and a second 14f ce manta device was opened, deployed without complication, and hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.